Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 495 mg/dl with polyuria, polydypsia, strong fruity breath odor, nausea, vomiting and unspecified ketones associated with a time issue. Reportedly, the patient resumed the insulin pump and was treated with IV fluids. It was reported that the patient did not set the am/pm correctly in their pump when setting it up. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error in incorrectly setting the time.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.